Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented post-implant due to believing they had received a defibrillation shock. It was determined that no shock had occurred and the patient was instead experiencing diaphragmatic or phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed to a vector with no stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.